Event description:
Patient receives fluorouracil infusion in an I-flow homepump c-series elastomeric pump which delivers the total amount in the reservoir (270ml) over a 2 day period at a rate of 5ml/hr. The 270ml consisted of 2600 (52ml) of fluorouracil combined with 218ml of 0.9 percent sodium chloride. With the total volume of 270 ml the reservoir should take 54 hours to empty. On this occasion the pump was connected to the patient on (B)(6) 2017 at 1415 and on (B)(6) 2017 at 0330 when the patient awoke in the middle of the night it was discovered that the reservoir was empty. Essentially the patient received what should have been 54 hours worth of drug in about 37-38 hours. The pump was kept in the pharmacy and the company was called and as of this writing the pump is in the hands of halyard health as we were directed to send the malfunctioned pump back to them.